Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms, noise, oversensing, pacing inhibition, and loss of capture. There was no asystole greater than two seconds. A conductor fracture was suspected. The pacing outputs were increased, then the patient experienced occasional muscle stimulation. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this lead was fractured and was subsequently replaced. No additional adverse patient effects were reported.